Event description:
"The site notified that tpa-009-024 has an unknown endoleak and aneurysm growth since the 2022 CT scan. Subject came in for a repeat scan on (B)(6) 2023 as the initial 12 month imaging from (B)(6) 2023 had poor image quality. The site confirmed on (B)(6) 2023 that that the aneurysm had grown at least a couple of cm since last year ((B)(6) 2022 CT scan). Significant increased size of native abdominal aortic aneurysm (~2 cm). Repeat of (B)(6) 2023 CT scan. Sizing is the same as previous scan, only the contrast is in appropriate places with a full delayed phase. There was definitely an endoleak but it cannot be determined whether it is type 1 or type 2. The patient was sent directly to the emergency department for this reason and was hospitalized approximately 21 hrs. The patient went directly from the hospital to a clinic visit with vascular surgeon. The patient denied any symptoms from the aneurysm, as well as any stroke or tia symptoms. Patient also denied any chest pain or shortness of breath; patient stated they do not want any further surgery even though it may fix their aneurysm. Patient returned home following the clinic visit." Patient outcome - "the patient denied any symptoms from the aneurysm, as well as any stroke or tia symptoms. Patient also denied any chest pain or shortness of breath; patient stated they do not want any further surgery even though it may fix their aneurysm. Patient returned home following the clinic visit."

Manufacturer narrative:
Correction: bolton medical inadvertently reported catalog 28-l2-15-120u, lot# 2103060209 under MDR-2247858-2023-00323 and cat# 28-l2-17-120u, lot# 2102240335 under MDR-2247858-2023-00324. However, these devices were later confirmed to not be associated with this patient by the field representative. Updated: this complaint was involved with three devices. Device 1 is being reported under, device 2 is being reported under MDR-2247858-2023-00325, and device 3 is being reported under MDR-2247858-2023-00326. Old: this complaint was involved with five devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2023-00323, device 3 is being reported under MDR-2247858-2023-00324, device 4 is being reported under MDR-2247858-2023-00325, and device 5 is being reported under MDR-2247858-2023-00326. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2023-00323, device 3 is being reported under MDR-2247858-2023-00324, device 4 is being reported under MDR-2247858-2023-00325, and device 5 is being reported under MDR-2247858-2023-00326. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The site notified that tpa-009-024 has an unknown endoleak and aneurysm growth since the 2022 CT scan. Subject came in for a repeat scan on (B)(6) 2023 as the initial 12 month imaging from on (B)(6) 2023 had poor image quality. The site confirmed on (B)(6) 2023 that the aneurysm had grown at least a couple of cm since last year (on (B)(6) 2022 CT scan). Significant increased size of native abdominal aortic aneurysm (~2 cm). Repeat on (B)(6) 2023 CT scan. Sizing is the same as previous scan, only the contrast is in appropriate places with a full delayed phase. There was definitely an endoleak but it cannot be determined whether it is type 1 or type 2. The patient was sent directly to the emergency department for this reason and was hospitalized approximately 21 hrs. The patient went directly from the hospital to a clinic visit with vascular surgeon. The patient denied any symptoms from the aneurysm, as well as any stroke or tia symptoms. Patient also denied any chest pain or shortness of breath; patient stated they do not want any further surgery even though it may fix their aneurysm. Patient returned home following the clinic visit." Patient outcome - "the patient denied any symptoms from the aneurysm, as well as any stroke or tia symptoms. Patient also denied any chest pain or shortness of breath; patient stated they do not want any further surgery even though it may fix their aneurysm. Patient returned home following the clinic visit."